Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was not working. The procedure was completed without any reported injuries. Upon follow-up with the initial reporter, isi obtained additional information indicating that a broken wire was observed.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.